Event description:
It was reported that a remote monitoring transmission was sent as the patient felt a shock. A review of the transmission indicated that patient had a possible shock for atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).